Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information, and the caller agreed to reset the pump and follow up if the issue persisted.